Event description:
Call transferred from psr. Spoke with pt who reports that she received her ms3 pump and her push rod is "not working at all." She further reports that the screen states, "pump not working." Confirmed dose as 74nkm with pump rate of 0.036 ml/hr. Will ship new pump for delivery (B)(6) 2017 address confirmed. Dose or amount: 74nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension. "Did the reported product fault occur while in use with a pt: yes, did the product issue cause or contribute to pt or clinical injury: no, did we replace device: yes."